Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: 15.50. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed one similar complaint within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded by the facility.

Event description:
The reporter stated the surgeon inserted an aq2010v +15.50 diopter three piece silicone lens. The lens came out fractured in the optic area when it was inserted into the eye. The incision was enlarged and the lens was cut to remove from the eye. A non-staar lens was implanted. No suture was required. No injury to the patient. The lens was discarded by the facility. The cause of lens damage is unknown.

Manufacturer narrative:
Per medical review - lens damage can occur at any stage from manufacture to intraoperative manipulation. There is no information to determine if there was any malfunction of the insertion system or inappropriate lens loading, a work order search showed no similar complaint. (B)(4).